Manufacturer narrative:
The insulin pump had missing segments due to cracked zebra connector on the lcd. The device had cracked end cap, missing end cap sticker, minor scratched lcd window, and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that there is a line in the middle of the screen of the insulin pump, and the bottom of the pump is cracked as well. Customer stated that the screen is difficult to read. Customer's blood glucose reading was 158 mg/dl. Advised disconnection of the insulin pump. Nothing further reported.